Event description:
It was reported that, after a tha surgery had been performed on (B)(6) 2009, the neck of an anthology ho porous sz 6 stem fractured. A revision surgery was performed on (B)(6) 2021 to explant the stem. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, to date, the requested surgical records and x-rays have not been provided, therefore, a thorough medical assessment cannot be rendered. The patient impact and clinical root cause of the fractured stem and revision, cannot be determined. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. No further assessment is warranted at this time. A review of the complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, abnormal loading of limb or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.